Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pain/ sharp pain'), perforation ('perforation'), abdominal distension ('abdominal distension - bloating pregnancy looking bellies.') And genital haemorrhage ('heavy clotting irregular bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced perforation, pelvic pain, genital haemorrhage, abdominal distension, device dislocation, headache ("headache") and arthropathy ("joint problem"), were found to have a pregnancy with contraceptive device ("pregnancy even after confirm blcked") and were found to have neoplasm malignant ("cancer"). At the time of the report, the perforation, pelvic pain, genital haemorrhage, abdominal distension, device dislocation, pregnancy with contraceptive device, headache, arthropathy and neoplasm malignant outcome was unknown. The reporter considered abdominal distension, arthropathy, device dislocation, genital haemorrhage, headache, neoplasm malignant, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :perforation, pelvic pain, genital haemorrhage, abdominal distension, device dislocation, headache , arthropathy ,with contraceptive device,neoplasm malignant. Quality-safety evaluation of ptc: unable to confirm complaints. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced perforation (seriousness criterion medically significant), pelvic pain ("pain/ sharp pain"), genital haemorrhage ("heavy clotting irregular bleeding"), abdominal distension ("abdominal distension - bloating pregnancy looking bellies."), device dislocation ("migration"), headache ("headache") and arthropathy ("joint problem"), were found to have a pregnancy with contraceptive device ("pregnancy even after confirm blocked") and were found to have neoplasm malignant ("cancer"). At the time of the report, the perforation, pelvic pain, genital haemorrhage, abdominal distension, device dislocation, pregnancy with contraceptive device, headache, arthropathy and neoplasm malignant outcome was unknown. The reporter considered abdominal distension, arthropathy, device dislocation, genital haemorrhage, headache, neoplasm malignant, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.